Event description:
It was reported that this right atrial (ra) lead coil was stretched upon viewing the patient's chest photo. There is no further information available and the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Additional information provided for section d4: serial number.

Event description:
It was reported that this right atrial (ra) lead coil was stretched upon viewing the patient's chest photo. There is no further information available and the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.